Event description:
On 11/7/2023, infutronix received a report that a pump during testing experienced a power issue. Device was returned and was confirmed to be an abrupt power off.

Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and confirms the abrupt loss of power.